Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead caused the delivery of inappropriate shocks to the patient due noise on the shocking channel. Additional information from the sales representative indicates that coil fracture is suspected to be the cause of the lead's issues. In addition, electromagnetic interference (emi) and oversensing were also reported. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Additional information added in the b5 field. Additional information from the field representative indicates that electromagnetic interference (emi) was ruled out during lead revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead caused the delivery of inappropriate shocks to the patient due noise on the shocking channel. Additional information from the sales representative indicates that coil fracture is suspected to be the cause of the lead's issues. In addition, electromagnetic interference (emi) and oversensing were also reported. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects. Additional information received from the field representative indicates that emi was ruled out during lead revision.